Event description:
Customer stated that sometimes they were only seeing half of the numbers and sometimes the numbers were upside down. An eval of the system was conducted over the phone. The eval indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.